Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pink slide did not move forward, therefore the needle/cannula did not deploy as intended during activation. The pod was also leaking insulin.

Manufacturer narrative:
The pod was received with the soft cannula deployed, formed needle retracted, and slide insert visible in the viewing window. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. Investigation of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the slide insert from moving forward. The device ran for 293 pulses and was deactivated due to the generation of an 0x29 hazard alarm. An 0x29 hazard alarm is an auto-off alarm, indicating that the user did not interact with the pod through the pdm within an amount of time programmed by the user. No damages or deficiencies were observed that would result in the generation of a hazard alarm.